Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and the customer was facing issues with the sound of the insulin pump. The customer's blood glucose levels were 5.3 mmol/l at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
No pump error 63 alarms noted during testing or in the device trace download. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with missing display window cover.(B)(4).